Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02059 and 0001825034-2016-03652. The following sections could not be completed with the limited information provided. Unique identifier (UDI) # - (B)(4). The complaint sample was evaluated and the reported event was confirmed. Three fractured anchors were returned. Anchor fracture type and location were the same across three different lots and thus different manufacture dates indicated the reported issue was not lot-specific. The fractures were at different rotations compared to the parting lines and located just before the transition between the hex form and through hole. The device history records were reviewed for each of the components and no discrepancies relevant to the reported event were found. From this information, all three complaint products were conforming when leaving zimmer biomet. Review of the complaint history determined that no further action is required as no trends were identified. After further review with a development engineer, it was determined that the type of fracture was likely due to improper alignment and lack of inserter being fully seated when anchor was being inserted. However, it is noted that surgical technique was followed; therefore the root cause cannot be determined.

Event description:
It is reported that during a rotator cuff repair procedure, three anchors fractured during insertion. No pieces were retained within the patient and there was only a few minutes of delay in the procedure as a result of the event, as another of a similar device was utilized to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.